Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to sui. It was reported that patient underwent a procedure due to small urethrovaginal fistula.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent pubovaginal sling to suspend urethra/rectus fascia sling, and cystoscopy on (B)(6) 2012, due to sui. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/26/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a closure of small defect at the distal urethra/vaginal lumen on (B)(6) 2010. On (B)(6) 2010 patient underwent a removal of sling. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.